Manufacturer narrative:
According to the customer, on 01/26/2024 when inserting the catheter, it "slid out right away" and was in place for "minutes". The customer reported the patient required an additional catheter to be placed. The customer reported there has been no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 01/26/2024 when inserting the catheter, it "slid out right away" and was in place for "minutes".